Event description:
Patient reported obtaining back-to-back blood glucose results of 194 mg/dl and 94 mg/dl on the advantage system. Patient did not modify therapy based on these results. No adverse event was reported. Patient stated the quality control testing was performed on the system, 1 week earlier, and the values were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.